Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that by the company representative that the light cord singed the drape.